Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the physician encountered difficulty in maneuvering the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.